Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure difficulty retracting the foot was confirmed. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The patient effect of tissue damage is listed as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral leg procedure. Reportedly, all steps were completed successfully through plunger removal. When the footplate was attempted to be retracted, it would not "go down". The device became stuck in the anatomy. Surgery was used to remove the device, repaired the artery and achieve hemostasis. Medication was increased due to the change to a surgical procedure. Hospitalization was prolonged. There was a clinically significant delay in the procedure or therapy. No additional information was provided.